Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged past 50-60 percent battery life. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to provide additional information and declined further troubleshooting with tandem technical support.